Manufacturer narrative:
The reported concern of contamination of device ingredient or reagent was not confirmed. The device was received with normal output and telemetry communication. Electrical and mechanical tests performed including header connectors, lead impedance, and outputs verification did not identify any functional issues. Longevity assessment found the device was operating above the elective-replacement voltage level, with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2024-63436. It was reported that the right atrial lead perforated and was in the pleural space of the right lung causing phrenic nerve stimulation and loss of atrial sensing and capture. It was also noted that the pacemaker had a lot of fluid and blood in both ports and since the patient is dependent the device was explanted and replaced. The right atrial lead was explanted and replaced. The patient was in stable condition.